Event description:
It was reported that during a follow up check in clinic, noise leading to oversensing, but no pacing inhibition and high capture thresholds were observed on the right ventricular (rv) lead, while low pacing impedance was observed on the right atrial (ra) lead. The patient was brought in for a procedure. During the procedure, insulation damage was observed on both the ra and rv lead. The rv lead was capped (B)(6) 2024 and replaced while the ra lead was extracted, and atrial port plugged. There were no adverse consequences, the patient was discharged.